Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pain due to the right atrial (ra) lead having high threshold. Pacing was occurring in the atrium and ventricle with retrograde p waves being sensed. The ra output was reprogrammed and about 12 days later, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by a patient family member that the patient had pain with the ra lead "break."